Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient's body without problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.